Event description:
The md attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was being inserted at a 30-degree angle when resistance was encountered & the device could not be advanced any further. Adequate mark was not obtained; therefore the md decided to remove the device. The device could not be removed or advanced. The md visualized the device under fluoroscopy & the device appeared to be in one piece. The md manipulated the device by using slight rotations to the right & to the left in the attempt to free up the device. The device still could not be removed. It was reported that the md thought that suture deployment might possibly free up the device but knowingly would not achieve hemostasis. The md deployed the foot & then the needles. When the plunger was retracted, an anterior cuff miss was noted. The md visualized the device again under fluoroscopy & discovered that the device was broken. It was reported that the md performed a blunt dissection down the tissue track of the arterial access site & was able to visulalize the posterior foot. When the md attempted to remove the device, the device broke at the foot assembly leaving the sheath in the artery. Manual compression was applied & the pt was taken to surgery for sheath removal & repair of the artery with a suture. It was reported that the pt tolerated the surgery well. The pt was discharged by the end of the week. There are no reports of any adverse pt sequelae.